Event description:
It was reported that the patient experienced pain at the ipg site as the ipg was eroding through the skin. To address the issue, the patient underwent surgical intervention on (B)(6) 2025 wherein the ipg was repositioned. Therapy was restored post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.